Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed in 2008. According to the complainant, at the procedure's conclusion, it appeared the prolieve system's anchoring balloon would not completely deflate. The physician removed the catheter with a small amount of water remaining in the balloon and successfully completed the procedure with this prolieve thermodilatation kit. The physician did not use a guidewire to puncture a hole in the balloon prior to removal. Additionally, the antenna was not removed prior to prolieve catheter removal. The anchor balloon was filled with 7cc's of fluid in which the physician struggled to remove 5cc's at the procedure's conclusion. There were 2cc's of fluid remaining in the balloon when removed by the physician. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.